Event description:
It was reported that the implantable cardioverter defibrillator (ICD) alerted due to high out-of-range shock impedance. Technical services discussed that the overall trend in increasing impedance had been gradual over time. Continued monitoring was recommended. No adverse patient effects were reported.